Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device with an endurant stent graft system in an unknown endovascular procedure. It was reported that during the index procedure, while performing touch-up, the reliant balloon burst. This balloon was removed and touch-up was performed successfully with another reliant balloon. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.